Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 450-595 mg/dl); cause was not known. Ketones were present. Insulin injections were administered to address bg. Pump system check was performed with tandem technical support. No device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.